Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fibre bonding in the outer tube area (distal end) is damaged and the outer tube has a dent was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the fibre bonding in the outer tube area (distal end) is damaged, the outer tube has a dent. There was no patient involvement.